Manufacturer narrative:
No indication of the reported defect found during DHR review. Lot met all release criteria, sample analysis: one sample (actual complaint sample) was received without the original package, nor original identification labeling. During visual analysis, it was detected a male blue luer was broken. Confirmed a broken component, no leaks found. The collar of the patient venous connector was broke. This incident was not caused at reynosa, but caused by an external supplier. The supplier will be notified about this incident. Fmc will continue to monitor complaint defect trends and will define corrective action if the frequency of this complaint requires it.

Event description:
Received a verbal report of an event from a hemodialysis user facility. It was learned that for this event, a patient was just being placed on the bloodlines when the venous line separated at the luer lock. There was no blood loss from this event. A new venous line was set up on the machine and the patient started the dialysis treatment. The patient did complete the dialysis treatment without further incidence. The sample was saved for evaluation.